Event description:
It was reported via repair work order that the cot would not raise when removed from the ambulance due to broken lift tube welds from potentially overloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.